Event description:
Device malfunction: bent stent strut/failure to deploy/stent mislocation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure, one of the stent struts of the absolute pro was noted to be "sticking up". Reportedly, there may have been an attempt to use the device in the patient anatomy; however, that could not be verified. The stent was not deployed and no partial deployment was noted. There was no adverse patient effect. Though requested, no additional information was provided. Abbott vascular device analysis revealed that the stent was mislocated between the markers and partially exposed.

Manufacturer narrative:
(B)(4). Evaluation summary: the absolute pro self expanding stent system (sess) was returned with blood on the tip and handle and no contrast visible. The sess handle was returned in the unlocked position, which would suggest that an attempt was made to deploy the stent. The stent implant was observed to be partially exposed 2mm distal to the distal sheath. The reported bent stent strut was not confirmed, but the reported incident may be due to the distal end of the stent being exposed. The distal end of the stent (tabs) was exposed, but not exposed enough to expand. Factors that may contribute to the stent being exposed include, but are not limited to, manufacturing, handling during removal of the stylet, preparation of the catheter, amount of support provided when loading the catheter onto the guide wire, handling insertion into the introducer sheath, and the support during advancement. The stent was moved distally of the distal marker. If both the stylet and tip are pulled simultaneously, it is possible that the stent can be pulled distally during removal of the stylet. During production the absolute pro sess is visually inspected for stent location (between the marker bands) prior to loading into the dispenser coil and being packaged. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. The distal sheath was both kinked and slightly twisted at the proximal end of the stent holder. Factors that may contribute to kink damage include, but are not limited to, manufacturing, handling during removal from packaging, handling during removal of the stylet, preparation of the catheter, and amount of support provided when loading the catheter onto the guide wire and the support during advancement. During production the sess is visually inspected for shaft damage prior to loading into the dispenser coil and being packaged. The exposed distal end of the stent tabs and the kinked, twisted shaft (stent holder) appear to be procedurally related. No manufacturing quality deficiencies were observed. A review of the device history record did not reveal any non-conformities which could have contributed to the reported event.